Event description:
(B)(4). I've gained too much weight like 20pds I'm always bloated constipated since then I have pain in my pelvic area that comes and goes , I get migraines real often, I get lower back pains often, my periods change every month with a lot of cramps something I never had before.